Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during a novasure procedure on (B)(6) 2026, the physician reported that there was a cracked width dial. No patient impact was reported ant they were able to get through the procedure with the device. No damage to the outer box or inner packaging. Later the device was returned for investigation and the cervical seal was missing. Hologic contacted the customer for additional information and the customer notified hologic on (B)(6) 2026, that the cervical seal had come off during the procedure. The device was investigated and the visual inspection revealed that the cervical seal was missing from the device and the flexures were bent. Functional testing could not be conducted due to the damage on the device and the issue was confirmed during the visual inspection. No additional information was received.